Event description:
This patient presented with an aneurysm that measured 3mm at the neck and 7mm diameter sac. There was no calcification or tortuosity present. The access site was the groin and 30% of the coil was inside the mc when the event happened. One to one relationship between the coil & mc was verified with fluoroscopy prior to repositioning or withdrawal of the unit. No resistance was noted when the coil was repositioned or withdrawn and nothing remained in the patient. No additional intervention was required. There was no adverse event to the patient. No resistance was noted when inserting the coil into the mc. The mc was re-shaped prior to use without the mandrel. No additional medication was required as a result of this event. The coil was stretched and didn't show its shaping module. So the physician carefully pulled it back without additional adverse event. The catheter was not kinked and it was inspected when it was removed from the package. A guiding catheter was utilized for the procedure, but it was not a vista brite tip or vista brite tip ig. The microcatheter and coil were not stuck on the catheter. There was no kink on the catheter that may have caused the stretched coil. The mc was not connected to continuous flush. The entire coil was removed from the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.